Manufacturer narrative:
Correction b5: when the female connector separated from the light blue main body of the twist clamp, ¿the long tubing inside the transfer set tore¿. The transfer set had been in use on the patient for six (6) months (omitted on initial). H10: one actual sample was received for evaluation. A visual inspection by the naked eye and magnification were performed. It was noted that the female connector was separated from the main body of the twist clamp and the silicone tubing within the main body was torn/broken from the rest of the silicone tubing. Functional tests which included leak, clear passage, and connection tests were performed with no issues noted. The reported conditions of separation of the twist clamp and torn tubing were verified. The cause of the separation was due to inadequate solvent application to the main body of the twist clamp during the manufacturing process. A nonconformance has been opened to address this issue. The cause of the torn tubing is undetermined, however, since the transfer set had been in use for six months when the damage to the tubing had occurred, it is possible the tear was caused from normal wear and tear. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the female connector of a peritoneal dialysis (pd) transfer set and the patient line of a homechoice cassette. The patient line failed to disconnect from the female connector of the transfer set, which also resulted in the female connector separating from the light blue main body. This occurred while the patient was attempting to disconnect after pd therapy was completed. To resolve this issue, the transfer set was replaced, and the patient received prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.